Event description:
The customer reported that the o-rings at the end of the reservoir are stuck and insulin came out all over her clothes. Troubleshooting was performed and found that the customer was not loosing the plunger and she was pushing it hard. Advised the customer to loosen the plunger to make the process easy. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.